Event description:
The international service tech reported that during preventive maintenance the unit failed with a vent inop data acquisition pcb adc failure. The unit was not in use on patient. The service tech replaced the data acquisition board to address the issue. The unit passed all applicable testing.